Event description:
It was reported that one of the wires on the monopolar curved scissors instrument had broken. No additional information was provided. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed the grip close cable to be broken in two locations, at the scissor grip and at the distal idlers. Roughly half of the cable diameter is broken at each location. The cable broke under tensile loading. Other cables at the wrist are not damaged. Engineering also observed the distal end of the main tube to have a 2 inch long section, 3 inches above the tube extension, with material removed all around the tube. Damaged area is gray in color and has a rough surface finish. Based on the location and appearance, the damage may have been caused by a cannula accessory. Additional investigation is underway regarding the cannula accessories. No other damage was found. A follow-up MDR will be submitted if additional information is received.